Event description:
The device was used during a laparoscopic cyctectomy procedure. Reportedly, the instrument was difficult to open. The surgeon applied a grasper to remove the device from the tissue. The hosp has reported no pt injury occurred.